Event description:
Thirty-nine minutes into the pts' twenty-sixth eecp therapy session the pt became unresponsive, confused, lost grip, experienced numbness in arms and was unable to move extremities. Pt was transferred to hosp.